Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As such, surgical intervention took place wherein the ipg was explanted. The infection was treated with oral and IV antibiotics and hospitalization. Reportedly, the infection has resolved and a new ipg was implanted on (B)(6) 2023.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.